Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, oversensing due to noise was observed on the right ventricular (rv) lead. The issue was resolved by implanting another rv lead for pacing and sensing while using the original rv lead for defibrillation therapy. The patient was in stable condition and experienced no adverse consequences.